Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that during an implant attempt, while trying to take measurements with the analyzer, the programmer screen "became white" and the analyzer screen did not download and then the programmer froze. The programmer had to be switched off to continue the implant. The analyzer is being sent to the company. No patient complications have been reported as a result of this event.